Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex3437 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent PICC placement under ultrasound on june 15, 2021. The operator opened the package of the catheter and found a slit with the introducer sheath. Opened and used another kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of damage on the microintroducer sheath is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was returned for evaluation. The product sticker label information indicates lot: reex3437. The dilator was present within the sheath and the pull tabs had not been peeled. Microscopic observation of the sheath tip revealed a longitudinal split. The split edges were observed to be even and straight. Thin fibers are extending across between the split surfaces. No apparent evidence of use or deformation along the sheath tip was noted. Damage during the manufacturing process may be a potential root cause/contributor to the observed sheath damage; however, no findings from the DHR review indicated a manufacturing/processing related event. Based on the information provided, possible contributing factors include damage during handling and advancement against resistance. Since a split was observed to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported the patient underwent PICC placement under ultrasound on (B)(6) 2021. The operator opened the package of the catheter and found a slit with the introducer sheath. Opened and used another kit.